Event description:
During the device evaluation, foreign debris was found protruding from the air/water nozzle of the gastrointestinal videoendoscope. No patient involvement was reported.

Manufacturer narrative:
In addition to the findings in b5, the additional evaluation findings are as follows: the light cover glasses were chipped; the light cover glass adhesive was worn; the optical cover glass adhesive was worn; the distal end adhesive was worn; the control body aspiration housing colored ring was worn; the scope connector had a water ingress; the image had uneven illumination; the up/down angle play failed; the water removal failed to specification; and the electrical safety test failed. The device was manually washed before it was sent in for repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from the scope connector identified during evaluation, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The issue can be detected/prevented by following the instructions provided in: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.